Event description:
It was reported that a user¿s freestyle libre 3 plus sensor was paired to the abbott mobile app during warmup, resulting in the sensor being in use by another device and unable to pair with the ilet system. No adverse clinical symptoms reported. Outcomes included user education that a new sensor would be required to pair with the ilet app and referral to abbott for sensor replacement. User support included troubleshooting and education regarding the correct pairing workflow for ilet integration. Investigation of this case revealed that the sensor was actively bound to a non-ilet device, preventing data availability to the ilet system, consistent with a use-related pairing issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction error due to pairing the sensor to a different device before attempting to pair with the ilet app.

Manufacturer narrative:
Initial.